Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
The facility representative contacted baxter to report an infusor that had the reservoir ruptured during patient use at the patient's home. The expected infusion time was 46 hours and after 40 hours, the reservoir ruptured. The residual drug was approximately 30 milliliters so approximately 200 milliliters of drug was infused. Patient was infused with flourouracil-5 and saline. The patient reported that the device had not been hit or dropped during therapy. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause of this issue is currently being investigated under CAPA number (B)(4). This device is a single use device and will not be repaired. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.